Manufacturer narrative:
Zimmer complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
It was reported that the customer was not able to put the healing screw on the implant. They could not screw in the healing abutment. The implant was removed. They procedure was not completed using another device. It was reported that the patient had possible injury to temporo-mandibular joint. Three hours delay in surgery is reported. Tooth site #31.

Manufacturer narrative:
This report is being submitted to report additional information. The devices were not returned, and the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable events or corrective actions for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the concomitant device had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. However, DHR review could not be conducted for the reported healing abutment since the lot number was unknown. Complaint history review was performed for the concomitant for similar events and no other complaint was identified. However, complaint history could not be reviewed for the reported healing abutment since the lot/item number was unknown. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.